Manufacturer narrative:
No device malfunction occurred. The fse collected the logs to provide to philips quality. A review of the logs for pcu8 on (B)(6) 2018 at 05:19 found that there was an asystole alarm which was silenced at the central station. In addition, there were several alarms from prior to and subsequent to 05:19 on (B)(6) 2018 for this patient which were being addressed by users, as well as brief periods of pausing/resuming all alarms. This is a user alarm handling issue.

Event description:
The customer called wanting assistance interpreting the clinical audit logs due to a patient death. The customer wanted to know if an audible asystole alarm occurred for the patient in room pcu8 on (B)(6) 2018 around 05:19 and if staff responded in a timely manner. The patient was admitted for sepsis and expired.